Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect the o-ring and pneumatic tap area, and after some communication delays regarding sending images, it was confirmed that there was no debris in the area. The customer successfully resolved the issue by attempting to load a new and existing cartridge, both of which clicked into place without issues, and the case was left open for further follow-up if necessary.